Event description:
The patient was undergoing a coil embolization procedure for a renal arteriovenous malformation using a ruby coil. During the procedure, the physician attempted to retract the ruby coil and it unintentionally detached in the microcatheter. The microcatheter was removed with the ruby coil inside. The ruby coil was then removed. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.